Manufacturer narrative:
H3: the results of the analysis concluded that there was no malfunction in the device. H6: img code g02030 belongs to product ID: 8253200 the analysis for patient interface product ID: 8253002: the results of the analysis concluded that there was no malfunction in the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface signal of electrode did not come through. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, product description: mainframe 8253002 nim response 3.0 intl, serial/lot #: (B)(6), UDI#: (B)(4). H6 - product ID: 8253002:- fdm b21, fdr c21, img g02030, and fdc d16 codes are applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.